Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a male patient of unknown age or ethnicity. Medical history and concomitant medications were not provided. The patient was prescribed human insulin (rdna origin) nph (humulin n) and human insulin (rdna origin) regular (humulin r), unknown dose, frequency, route of administration and indication, but the pharmacy also dispensed insulin lispro (humalog), prefilled pen. On an unknown date, patient started receiving human insulin nph, via reusable device, and insulin lispro, via disposable device. It was reported that the patient believed that he should use insulin lispro instead of human insulin regular and, after the end of the prefilled pen, he would start human insulin regular cartridge via reusable device. On an unspecified date, unknown time after beginning human insulin nph via humapen ergo ii (lot unknown) and insulin lispro via humalog kwikpen (lot unknown), patient had terrible hypoglycemia crisis, reaching at 12 and 17 (units and normal range were not provided). No further details were provided. The event of hypoglycemia was considered serious per medical significance by the company. Information regarding corrective treatments, laboratorial exams and events outcomes were not provided. It was reported that the patient continued using human insulin nph and insulin lispro for 10 days, unclear if after experiencing the event, but it was unknown if both therapies were continued and if human insulin regular was started. It was not reported who operated the devices and if the operator was trained. The device models and the reported devices had been used for 10 days. It was unknown if the use of the devices was continued. The status of the device is unknown. The reporting consumer did not provide any relatedness opinion. Edit 26sep2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.